Manufacturer narrative:
Batch review performed on 04 december 2018: lot 181943: (B)(4) items manufactured and released on 11 jul 2018. Expiration date: 2023-07-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed on november 21, "20018": intraoperative tibial fractures are known possible adverse events of total knee replacements. They mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device.

Event description:
During the primary total knee surgery and prior to cementing the tibial tray, it was discovered that the patient had a medial tibial plateau fracture. The surgeon proceeded with cementing the tibial tray and the surgery was completed successfully. The surgeon plans to follow up with the patient in the future to determine if the fracture has healed.